Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed in the lab and was due to damaged inner insulation from bent outer coil filars. The damage to the outer coil filars is consistent with that occurring at the time of explant.

Event description:
It was reported that during implant, the lead exhibited low out of range impedance. The lead was not implanted.